Event description:
The pt reported that his infusion device displayed a blank screen with continuous beeping coming from the device. The pt switched to a new power pack, but the infusion device would not power up. The power pack had been in use for approx 2 weeks. The pt switched to injection therapy. The pt's blood glucose was not affected. Upon troubleshooting, the pt was instructed to switch out the power pack with a new one from a different lot number. The infusion device started working appropriately. The pt was aware of the power pack recall and was instructed to continue to change out his power pack every 2 weeks. The pt did not require medical assistance by a health care professional. The product has been requested for return to be evaluated.